Event description:
Customer has been running high blood glucose. The blood glucose has been in the 400 range. Customer went to the hospital last night due to high blood glucose. The hospital lowered the blood glucose to 200 range, but it's back up to 400 mg/dl. Customer will treat with manual injection. Customer isn't sure if the insulin pump is the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.